Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. They did not report any symptoms such as nausea and vomiting. Blood glucose at the time of the admission was high. The customer's blood glucose levels was 495 mg/dl at the time of call. The customer was treated with IV. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.